Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (high pitched noise, service code 205) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board sn (B)(4). The service code 205 was caused by the flash memory failure. The root cause of the flash memory is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was making a "screeching" sound. Add'l investigation of the pt flags showed that the monitor received a service code 205 (av messaging data corrupt). The pt was issued a replacement monitor.